Manufacturer narrative:
Stryker evaluated the customer's device and under able to verify and duplicate the reported issue. Further communication, the customer acknowledges that the device did not manually change to paddle mode for ECG to be displayed. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review regarding the reported issue. There is no device data or sufficient reported information to determine device contribution to the reported outcome. In the medical judgment of these reviewers, it is unknown if the device caused or contributed to a serious injury or death.

Event description:
The customer contacted stryker to report that their device did not recognize the pads and no ECG was displayed. In this state, the device may not be able to deliver defibrillation therapy. The patient associated with the reported event did not survive.